Event description:
Device issue: none. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, bleeding continued. Manual compression was applied to achieve hemostasis. The clip may have been deployed at an incorrect angle that was too slow. No adverse patient effects were reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). Failure to follow steps. (B) (4). The device was received. Investigation is not complete.